Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 160, 128, 186 and 158 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-120 mg/dl and expected pm non-fasting blood glucose test result range is 140-170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 11/30/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 160 mg/dl date: (B)(6) 2022 time: 09:30 am fasting, result 2: 128 mg/dl date: (B)(6) 2022 time: 09:29 am fasting, result 3: 186 mg/dl date: (B)(6) 2022 time: 09:05 am fasting, result 4: 186 mg/dl date: (B)(6) 2022 time: 08:03 am fasting, result 5: 158 mg/dl date: (B)(6) 2022 time: 07:15 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 29-aug-2022: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.